Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line and unstable clip requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. An xtw clip successfully grasped and captured the regurgitant jet located in the central region. When the lock line was being removed from the lock lever it became caught in the system and could not be withdrawn. After many attempts to withdraw the line, the xtw clip had been destabilized, as the mr went from mild to moderate. The clip delivery system was able to be removed bringing the stuck lock line with it. The xtw was implanted on the leaflets and two xt clips were attempted to be implanted for stabilization. One additional clip was implanted; however the other clip was removed because it was noted that the valve pressure gradient was too high. The procedure was completed with the mr unchanged at grade 4+. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported mechanical jam (inability to remove the lock line) was confirmed via returned device analysis. The reported migration (partial clip movement) and incorrect procedure or method could not be replicated in a testing environment. A knot on the lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mechanical jam associated with the inability to remove lock line appears to be due to the observed knot on lock line and the failure to detect the knot during procedure. The observed knot appears to be due to user technique of unwrapping the lock line. A cause of the reported migration could not be determined. It should be noted that the mitraclip instructions for use (IFU) states ¿grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line¿. The incorrect procedure or method was associated with the user error of proceeding to clip deployment without proper lock line removal. The reported unchanged mitral regurgitation (mr) was related to the partial clip movement. The reported patient effect of mr as listed in the mitraclip system IFU is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Medical device code 2017- failure to follow steps / instructions.